Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The trunk cable was missing, damaging trunk cable connector j702 on the distribution node pca. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt was unable to complete incoming functionality testing.